Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was inserted due to stress urinary incontinence and pelvic organ prolapsed. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and other. It was reported that on (B)(6) /2012 the patient underwent mesh removal due to pain and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent sacrospinous utero hysteropexy, perineorrhaphy, and cystoscopy.